Event description:
Customer reported that while the unit was sitting in the nursery, the casting which holds the spring broke and the arm fell to the bed. There was no pt in the unit at the time of the event.